Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was endurant iis device failure. No additional clinical sequelae were reported.